Manufacturer narrative:
Correction made to b1, h1. Additional information:b5 and h11 . B5: upon follow-up it was confirmed that the patient did not experience an event of peritonitis. H11: based on additional information received, the vantive pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The suspicion of peritonitis was not confirmed. The cause, hospitalization, patient outcome, treatment and pd therapy were not reported. No additional information is available.